Event description:
Additional information: it was later reported that the patient talked to her doctor who told her to pause treatment to let the swelling go down. The doctor did not prescribe anything. Patient stated the pain level was at a 10 and is now at a 7. Patient is no longer wearing the unit for the full day.

Manufacturer narrative:
Corrections - a2: dob, b4: date of this report added, d3: manufacturer address and email address, d4: UDI, d9, g1: contact office and manufacturer site, g6: report type, h8 additional information - g3, h4: device manufacture date, h6: device code, method, results, h10: additional narrative, h11 this follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient experienced burning pain the first time she used the spinal pak device. She used the device for one hour and the neck started burning. She experienced a tremendous amount of pain and it lasted most of the evening. Physical therapy was reduced to once per week. The patient stated she is still "kind of sore". The patient did not seek medical advice. She took 800mg of ibuprofen and iced the area. The patient was advised to call back if they seek medical advice or attention. The patient was advised by customer service to perform a time test and report back to customer service with any updates or issues. No additional circumstances have been reported at this time.

Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2023. D11: medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.